Event description:
It was reported that a pt of dr. Was receiving an infusion of albumin with the administration set in use. The pt suffered an anaphylactic reaction after 150 ml had been infused. No further adverse effects were reported.